Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 115 mg/dl. The customer stated that they lost consciousness after falling. The customer did not mention how or why they lost consciousness. The customer further reported physical damage on their insulin pump, but does not know how the damage took place. Customer was advise to revert to the back up plan per health care professional. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Insulin pump was received with cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
It was reported that the customer first lost consciousness and then fell.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.